Event description:
It was reported that patient presented with loss of interrogation noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.